Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. It was also noted that the lower case was broken, the ring cover was broken, and the ring was missing. (B)(4).

Event description:
It was reported that the external pulse generator would not power up, even with a new battery installed. The generator was returned for service. No patient complications have been reported as a result of this event.